Manufacturer narrative:
Device eval: merit is attempting to obtain the device and add'l info from the customer. The device catalog number provided is for a universal drainage catheter. The customer did not indicate if this was the initial use of the device. Eval , conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
This report is based on info received from an FDA inquiry for add'l info concerning a medwatch report from a user facility. The complainant reported that during a biliary catheter exchange procedure, the physician noticed that the tip of the catheter had broken off inside the pt. Attempts to remove the catheter tip were unsuccessful. A new drainage catheter was placed without incident. During a f/u procedure, it was confirmed that the catheter tip had been passed naturally by the pt. No harm or injury was reported.